Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The complainant indicated that the device is still implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ low profile replacement button was used in a procedure. The procedure date is unknown. According to the complainant, after the procedure, it was noticed that the feeding adapter had an occlusion making it difficult to administer enteral nutrition and caused leakage. Reportedly, the button remains implanted and the device is scheduled to be replaced (date is unknown.) There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.